Event description:
A customer contacted (B)(6) technical service center to report a system error 2240 alarm (indicating air) on the homechoice device during drain. The home patient (hp) had disconnected himself early. The hp would complete therapy with manual supplies follow up with the caregiver revealed that the supplies were fine, but her husband disconnected too early. The caregiver confirmed that the supplies were discarded and she does not know the lot number. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain was not confirmed due to a lack of sample. The batch review was not performed because the lot number is unknown. This review finds the labeling adequate for the potential use error(s) in the complaint. The root cause of the reported problem of is currently being investigated through CAPA number (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was unknown. Should additional information become available, a follow up MDR will be submitted.